Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 778116565 , 510k# k090390 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent extension of fusion to th3 from th8-s2ai. Post-op, pain was observed due to backing out of connector. Vertebral body fracture occurred at t3 of the most cranial side, and hence the fusion for extending to c7 was performed. Because connectors on the both sides were shaved and the rod was not fixed, they backed out easily. The physician judged that the rod came off because the connector moved.

Manufacturer narrative:
Product analysis result: visual microscopic the connector has a wear mark inside of the rod slot from the rod moving back in fourth. The rod appears to have moved and is angled in relationship with the connector axis. The threads do not appear to be damaged. If information is provided in the future, a supplemental report will be issued.